Manufacturer narrative:
The investigation is completed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A design change was initiated to improve the reliability of the device. The sample received with outer blister and cover foil, but without inner blister. The sample shows macroscopic signs of damage. One arm of the forceps is broken. The sample shows no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was visually inspected. It was noticed that one arm of the forceps is broken. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determined. The customers complaint is confirmed it cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one of forceps broke off and fell into patient's eye and retrieved during the surgery. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier are not available. There was no patient harm. The procedure type was an unknown.